Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a wedge/segmental resection of lung, they connected the cartridge to the handle and checked the jaws opening/closing with no problem. The surgeon clamped the tissue and tried to fire the device, however could not squeeze the handle. The procedure was completed with another device. There was no patient injury.